Event description:
It was reported that cardiac arrest and death occurred. The patient presented for emergency percutaneous transluminal coronary angioplasty with acute myocardial infarction, left ventricle dysfunction, and two vessel disease. The target lesion was located in the left anterior descending artery. Two hours after the 2.75 x 28 promus premier select stent was implanted without any issues, the patient developed reinjured cardiac arrest. Revival attempts were made but the patient expired. The doctor did not consider the death related to the deployed stent.